Event description:
Boston scientific received information that this right atrial lead was surgically abandoned during normal device changeout due to exhibited loss of capture, suspected dislodgment and undersensing that may have caused or contributed to asystole of unknown duration for the patient. There were no adverse patient effects associated with this unplanned surgical intervention. The boston scientific local area sales representative stated that the physician attending the changeout was not the same physician that had knowledge of the lead issue and the first date that he became aware of the lead issue was during the changeout procedure.

Manufacturer narrative:
This lead could not be removed easily during the changeout procedure. Therefore it was surgically abandoned. No further information is expected at this time.